Event description:
It was reported that the epg (external pulse generator) turned off, without intervention, while on a patient. The epg was switched out for another one, with no complications to the patient. The patient was reported to be doing fine.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification which depleted the battery. It was also noted that the side bail covers were broken. A detailed analysis was performed on the display assembly. This analysis found that a diode on the board caused excessive current draw from the main circuit board.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display (lcd) was out of specification which depleted the battery. It was also noted that the side bail covers were broken.